Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead exhibited rising threshold measurements throughout the implanted duration. An output increase had been performed approximately one week post implant to account for the rising values at that time however, a continued output increase was likely to impact the associated device's longevity, thus a decision was made to surgically intervene and reposition the lead tip to a more favorable position. The procedure was successfully completed in absence of any adverse patient effects. To date, this lead remains implanted and in service with acceptable parameters.